Event description:
Physical informed raumedic sales representative personally relating to the following information during customer visit. After application the catheter neurovent-p displayed implausible negative icp measurement values,which don't correspond with patients situation. Application of the catheter occurred after trepanation via tunneling with a competitive product. The application accessory raumedic spliceable tunneling sleeve, which is prescribed in IFU has not been used. The catheter was explanted and no further catheter was implanted. No harm to the patient occurred.

Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter (neurovent-p, e8199515) met specification during manufacturing. Final inspection of finished catheter was passed. Root cause analysis identified pushed wires by mechanical transverse forces within sensor housing. Probably caused by usage of the competitive product (smaller inner diameter) and an accidental gripping of the measuring head with forceps during application, which results in pushing the pressure measuring chip out of its fixation. Based on knowledge that the final inspection of the finished catheter was passed, the catheter was delivered with proper functionality and the malfunction occurred immediately after implantation, the malfunction of this catheter is caused by an user error during implantation. Acc. To IFU the pressure sensors must not be subjected to undefined pressures, e.g., by gripping the catheter with forceps. Additional the catheter was not applicated with the prescribed raumedic spliceable tunneling sleeve. Conclusion: accidental mishandling by the user. Because the zero error occured right after implantation, the faulty mechanical strain occurred during the implantation. The malfunction of the catheter was detected by the user (values did not match the patient profile). The following note in our IFU was not observed: the pressure sensors may not be subjected to undefined pressures, e.g, by gripping the catheter with forceps to insert into a hole, because the sensors may be damaged with pressure values in excess of 1500 mmhg.